Event description:
A ventilator was returned to a third party service center for preventive maintenance. The device was not in patient use. During the evaluation of the device at the third party service center, the device failed a steps during testing. The device's sensor board was replaced to address the issues. An issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.